Event description:
Initial report stated that osseointegration did not occur and required explantation. Doctor refused to provide additional info relative to the pt and the product.

Manufacturer narrative:
We can not fill in this form in detail because the doctor refuse to open the pt's chart. He had an uneasy feeling about the failure of bone integration. According to our investigation, there was no discrepancy on our product. Conclusion: based on our inspection and test results, the returned product has been found to be within specifications. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.